Manufacturer narrative:
(B)(4).

Event description:
During an attempt to treat a lesion using in.pact pacific paclitaxel eluting balloon catheter, it was reported that the balloon could not be inflated. It was reported that the balloon was "rotated," twisted. There was no injury or clinical sequelae to patient. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Device evaluation: a visual inspection was carried out on the device, a twist in the middle of the balloon was detected. The tactile inspection does not report any abnormalities on the device (such as kinking, bending....). A guide wire 0.018" was successfully advanced through the device length (from the tip to the hub), no resistance was encountered during this procedure. In order to detect leaks, negative pressure was applied through a manometric syringe: the test was passed because no bubbles emerged to the syringe. Afterwards the balloon was inflated sequentially at: - 1 bar the balloon kept showing the reported twisted point. - 2 bar the balloon showed wrinkles and a change in the profile in correspondence of the former twisted point. - 7 bar the balloon showed wrinkles in correspondence of the former twisted point. - 11 bar the balloon is fully inflated, at this pressure the wrinkles are no longer visible. The balloon profiles are in accordance with product specifications. The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.